Event description:
During review of programming history, it was noted that an interrupted system diagnostic test occurred on (B)(6) 2006 that caused an unintended change in device settings. The settings were not all corrected at the time of the event. (The magnet on time was not corrected.) No adverse events have been reported as a result of this.

Manufacturer narrative:
Analysis of programming history.